Event description:
A valiant stent graft was implanted for repair of a proximal type I endoleak related to a talent thoracic stent graft (see MFR # 295 3200-2010-01231). It was reported that the proximal type I endoleak did not resolve after the additional tevar. The endoleak diminished but it was still there. It was noted that it is possible that the endoleak was coming from between the two stent grafts. No additional clinical sequelae were reported at this time. Films 3-years post-implant were reviewed. The stent graft was seen positioned from just distal to the innominate artery, extending over the arch. The bare spring along the inside arch appeared misaligned; opening outward approximately 45deg. The reported proximal type I endoleak could not be confirmed (or ruled out) from these images. Films from approximately two weeks ago showed that an additional stent graft was placed overlapping the previously implanted device slightly proximally and extending 2 stent lengths distally. No endoleak could be seen from these images. Films at implant or earlier follow-up images were not returned. The cause of the misaligned deployment and reported endoleak could not be determined. It is possible that implanting into the ascending thoracic aorta may have contributed to these events. The misaligned deployment may have contributed to the endoleak.

Manufacturer narrative:
Method: (film). (B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: inherent risk of a procedure (endoleak); lack of information (unknown cause of endoleak).